Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the impedance was measuring low out of range. The physician indicated that they were planning a lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device was unremarkable with no arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator occurred before the high voltage during charge error triggered. An x-ray revealed an open plasma fuse with arcing inside the case consistent with an attempt to deliver therapy through a shorted lead system. Evidence indicates that the high voltage during charge and blown fuse was due to shorted defibrillation lead from another manufacturer. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the impedance was measuring low out of range. The physician indicated that they were planning a lead revision. No additional adverse patient effects were reported. Additional information was received information that the device continued to have high out of range shock impedances, and recently triggered end of life (eol) and another error code for high voltage on leads during charge. It was already recommended to replace the device system, however the patient was not compliant and previously incarnated. The system remains in-service. No adverse patient effects were reported. Additional information was received that this device and other manufacturer rv lead were explanted and replaced. No adverse patient effects were reported.

Event description:
Additional information was received that this device and other manufacturer rv lead were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
Additional information was received information that the device continued to have high out of range shock impedances, and recently triggered end of life (eol) and another error code for high voltage on leads during charge. It was already recommended to replace the device system, however the patient was not compliant and previously incarnated. The system remains in-service. No adverse patient effects were reported.